Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation. According to the information provided from the customer, the possible root cause may be attributed to a defective luer on the syringe, defective female luers on the manifold, or user error. Since an evaluation of the suspect device is not possible a root cause could not be determined. A review of the sales numbers of this particular convenience kit and the lack of other complaints indicates this occurrence is an isolated event. Merit will continue to monitor for increasing trends. Conclusions: no conclusion can be drawn.

Event description:
The complainant reported that during a coronarography procedure, the physician noticed the syringe wasn't connected correctly to the manifold when trying to aspirate the contrast.